Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2016 due to pacing inhibition. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).